Event description:
Additional information was received from the manufacturer representative (rep) reporting that there were no known external/environmental factors that may have contributed the early battery depletion. The cause was not determined. The device would not be returned due to the hospital policy. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Early battery depletion was reported. The patient also reported having to recharge more frequently than she had in previous years. The patient also reports a new pain in her right wrist when the stimulator is on. Impedance testing was within normal limits. The healthcare provider (hcp) sent the patient for an emg and further evaluation for carpal tunnel. The hcp was also planning to schedule a battery replacement. No further complications were reported/anticipated.